Event description:
Procedure type: thoracic. According to the reporter: endogia (egiashort) covidien was being used with stapler reload egia60amt to resect a section of long (lung) tissue. The stapler closed and fired but would not reopen. The device had to be removed but cutting the issue around the stapler.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 09/24/2012.